Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The provider stated her customer alleges the sling was starting to rip/fray.

Manufacturer narrative:
This record was filed in error. The product manufacturer is unknown, and invacare is only a potential manufacturer; therefore, an MDR is not required.

Event description:
The provider stated her customer alleges the sling was starting to rip/fray.